Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited white foreign material on the insertion tube, objective lens and light guide lenses. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.